Event description:
The customer reported the generation of high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the patient samples on another au analyzer and results were normal. The customer did not report the initial high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two (2) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and suspected the faulty ise buffer valves. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration, precision test and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).